Event description:
It was reported that a pt had his generator and lead removed due to a mrsa infection. The pt has been placed on antibiotics and will not be re-implanted until the infection clears. F/u with the pt's physician revealed that the infection is related to the presence of the device as it occurred after surgery, however, the pt is known to pick at everything and this may have contributed to the event.